Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. The fse replaced the integrated electrosurgical unit (iesu). The fse also found that the patient side cart (psc) had a broken latch and replaced it. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu was analyzed and was placed on an in-house system and was run in normal mode. Errors c-34, c-00, and m-11 were observed in the logs. The psc broken latch is a field scrap item and will not be returning to isi for further investigation. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they received an "activation has been interrupted" error message. The tse verified the c-34 and m-18 errors in the logs. Prior to calling in, the customer had changed out the monopolar cable and instrument with no change. The customer also tried both monopolar ports with no change. The tse assisted the customer through a hard power cycle of the integrated electrosurgical unit (iesu), but the issue immediately came back upon power-up. The tse inquired if the customer had a computerized tomography (CT) machine or second generator in use, but they did not. The tse offered moving to a third-party generator, but the foot pedals and cabling would not reach the surgeon side console (ssc). The customer did not have a third-party generator to the vision side cart (vsc) cabling. The tse inquired if the customer had another vsc to use. The customer ended the call to figure out what direction they were going to take. There was no report of patient harm due to this incident.